Manufacturer narrative:
This report is submitted on august 9, 2018. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to explant the magnet under general anesthetic. The reason for explant is unknown.

Manufacturer narrative:
Correction : updated data to reflect the correct "date of awareness" . The correct "date of awareness" is (B)(6) 2018, not (B)(6) 2018 as initially reported.